Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump exhibited 41622 error code/alarming. The status of the product at time of event was during testing. The end-of-life (eol) device will not be scheduled for service or evaluation, as it has reached its end-of-life status. We are ensuring that the complaint is documented appropriately for gcm records.

Manufacturer narrative:
H6: codes were updated. No device was received for investigation. Therefore, the reported complaint is unable to be confirmed. If the device is received, the investigation will be re-opened for further evaluations. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number.